Event description:
It was also reported that patient lab work was received which revealed high levels of alt (gpt), y-gpt, and crp; and low ua levels. It was unclear if this was related to the event. If additional information is received, a follow-up report will be sent.

Event description:
The drug in the pump was gabalon and not gablofen.

Event description:
It was reported that during a refill session on 2014-(B)(6), swelling of the pump pocket in the abdomen, as well as undulation (also reported as subcutaneous wave movements/sub-dermal pulsation) were confirmed; the amount of retained exudate seemed much more than a usual synovial bursa. No abnormality was found at the surgical wound opening, also described as ¿the sutured part." The retained exudate was clear and viscous; culture results were negative, and the patient was left under observation. On 2014-(B)(6), the swelling had improved. In the beginning of (B)(6), 2014, a part of the sutured site of the pump pocket had changed color to purple; thinning of the skin of the area was confirmed. In the beginning of (B)(6), 2014, thinning of the skin at the skin incision area of the pump implantation site (also reported as cutization at the site of the pump) was noted. Examination revealed no infection, and the sever ity was reported as serious. At the end of that month, the thinning skin (cutization) had progressed, but there were still no signs of an infection (no swelling on the old incision, no redness of the skin, and no fever). As the thinning (cutization) had progressed, and was slowly spreading, the plan was made to deepen the pump pocket and reposition the device as a preventative measure on 2014-(B)(6). The causality was not attributed to the drug, catheter, programmer, or procedure. The healthcare provider (hcp) commented that the causal relationship to the pump could not be denied, as the cutization had increased in the area that came in contact with the pump. Subsequently, the thinning area got bigger, enough for the pump to be visible through the skin. The condition of the site had deteriorated to the point where the retained exudate could be confirmed in the thinning site. When the procedure to deepen the pump pocket, cut out the portion where the skin had become thinner, and reposition the pump was performed, a light-yellow exudate accumulation was noted. Puncture of the thinning part of the skin confirmed that the retained exudate was suppurative; no infectious organism was identified. As the site was exposed to the pump, the hcp strongly suspected an infection from the portion where the skin had become thinner; infection was diagnosed. The pump and catheter were removed due to the risk of the spread of infection. Subsequently a pump pocket infection of the abdomen was noted, the date of incidence was determined to have been around (B)(6) 2014. The patient was treated with intravenous cefazolin sodium, which was ongoing at the time of the report. The severity of the infection was reported as serious. The cause of the infection was related to the pump, but it was not related to the drug, catheter, or programmer; it was unknown if it was related to the surgical procedure. The outcomes of the patient¿s events were unknown as of the date of the report. The pump was being used to deliver gablofen. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant: product ID 8781, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).